Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this catheter's entire soft distal tip came off when the physician tried cutting it during implant. The distal tip stayed on the lead. Boston scientific technical services (ts) noted that it failed and physician got it out with scissors. This catheter was used as is. No adverse patient effects were reported.